Event description:
Customer reported fluids were infusing and while preparing to start a second infusion, a puddle of fluid was found on the patient's bed. The fluid was reported to be leaking from the side port of the tubing. There was no report of patient harm. Medical intervention was not required. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation is not complete. A follow up report will be submitted with the results of the investigation.